Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture on surface electrograms at a routine follow-up. The patient was asymptomatic. Isometric and positional testing could not reproduce any anomalies. Pacing outputs were increased to 3.5 v at 0.5 ms and the patient would be monitored.